Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc from the mainframe power supply was checked and the software was reloaded. The system was then found to be working as intended and put back into service.

Event description:
The customer reported that communication error messages would display on the system intermittently. No patient injury was reported.